Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's experienced continuous elevated blood glucose (bg) levels of 540-541 mg/dl and vomiting. Bg was addressed with a manual injection, correction via pump, complete supply change, and two cartridge changes. The suspected cause for the elevated blood glucose was unknown. Tandem technical support was unable to perform troubleshooting as customer changed all supplies.